Event description:
When descending a ramp, my 2 month-old scooter came apart and threw me onto a cement walk. (I had descended, and ascended, the same ramp in the same scooter several days earlier with no trouble.) Left hip broken. Also struck head. A replacement for (B)(4) which was defective.